Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and high/undefined impedance were noted on the right ventricular (rv) lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.